Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating that another surgery will be scheduled but it has not been scheduled yet. The cause remained unknown. The issue was unresolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating that the patient would be having exploratory surgery regarding the shocking/short circuits but no date had been set.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient was seen by their healthcare provider for shocking sensations on the left ins. Reports that the shocking sensation only occurs when the stimulation is turned on, starts on her right head to neck, only upper limbs. It was reported the right ins was fine. No falls or trauma reported. The following impedance measurements were reported: 0/2: 37ohms 0/3: 37ohms 2/3: 34 ohms. C0: 790 ohms c1: 825 ohms c2: 891 ohms c3: 527 ohms reports patient is programmed with c+2-. Caller reports with stimulation on/palpation at the same time, patient was reporting shocking sensation. Rep reports that the physician did not want to multiple different position as patient was reporting shocking sensation. The physician had turned off the left ins and right ins is on. A CT scan has been done but the neurosurgeon will be reviewing the result and the patient will be seeing the neurosurgeon. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that the date of the surgery to change the lead has not been determined yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lead information was corrected: product ID (B)(4) lot# va18249 serial# implanted: (B)(4) 2016 explanted: (B)(4) 2018 product type lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative confirming that the left side lead was replaced. The site has released the lead to the rep and the device will be returned.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
Explant date updated: product ID 3387s-40, lot# va189pc, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider and manufacturer representative. The healthcare provider indicated that the lead will be returned for programming at a later time. Troubleshooting involved surgical intervention, the cause of the lead break and high impedances was not determined, and the issue is resolved. The rep reported that the lead was replaced on (B)(6) 2018 and only the lead was replaced, not the extension. This resolved the impedance issues and the rep would be returning the lead for analysis.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#: va189pc, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that the surgeon went into the lead/extension and he found a break just proximal to the lead/extension connection. Surgery took place today (B)(6) 2018. Schedule for the lead replacement has not been determined yet. Impedances were tested today and found to be not in normal range: 5000-6000 ohms was being shown on all contact pairs.

Manufacturer narrative:
Concomitant medical products: product ID: neu_burrholecap, lot# unknown, product type: accessory. Product ID: neu_ burrholering, lot# unknown, product type: accessory. Product ID: neu_stimloc_acc, lot# unknown, product type: accessory. Product ID: 3387s-40, lot# va18249, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Analysis of the lead found all conductors on the proximal segment are broken at 3.2 cm from the proximal end. One unknown conductor on the proximal segment is broken at 3.8 cm from the proximal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via a rep. It was reported programming was performed on 2018-03-20 to attempt to "work around" this issue. Bipolar pairings, as well as low parameters were tested. The sensations previously noted were lessened, but still bothersome to the patient. The exploratory surgery was performed on (B)(6) 2018. Upon opening the pocket and examination of the connection of the extension to the ipg, it was found that the extension was not screwed/locked into the ipg. The surgeon locked the extension into place and closed. No devices were explanted. The cause remained unknown. The CT scan was negative for fractures in the wires. The rep was informed yesterday that the patient was still exhibiting the intense paresthesias and shocking sensations. The patient was to be seen by the hcp on (B)(6) 2018 for further evaluation. The intense paresthesias and shocking sensation remains. The electrode impedance check varies from "no issues found" to being low. The patient's weight was unknown.